Event description:
2024-01-08: integrum has been in conctact with the cpo and has received further information regarding unit i6502 - the axor ii has in fact not detached/fallen off the abutment, hence this case is not assessed as reportable according to 21cfr part 803.

Event description:
2023-11-10: integrum received unit i6502 with a report form stating that the axor ii fell off from the abutment and that the patient experiences unstable connection intermittently. The reported date of experience is 2023-08-10, however integrum was not informed prior to receiving the unit. No fall or health concequences. Manufacturing investigation performed, batch documentation reviewed (docreg 011 256-00) and no deviations were found. 2023-11-14: technical investigation of unit i6502 performed. During the investigation, the device passed the gripping function test; the issue could not be replicated. However, it was noted that the unit has not been sent to integrum for annual service (since its initial relase from integrum 2021-06-23) according to instructions in the IFU. During the service, the clamps were preventatively replaced. The device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of not using the axor ii if a stable connection cannot be achieved, and to send the axor ii for annual service, according to the IFU.